Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. A 2.75x12mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and inflated twice to 10 atmospheres (atm) when air was noted as leaking, outside the patient, while the balloon was pressurized. The bdc was removed. There was no adverse patient effect and no clinically significant delay in the procedure. Another device was used to successfully complete the procedure. No additional information was provided.